Event description:
This is filed to report a leak during preparation. It was reported that during device preparation of a mitraclip xtw, water leaked from the lock lever. The lever caps had been turned half a turn. The device was replaced to complete the procedure. There was no patient involved with the issue and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak/ splash (lock lever) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.